Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's mother that the patient had experienced a seizure after waking up; patient felt like they had low blood glucose (bg) levels. Patient contact was unable to provide bg levels at time of seizure. Patient was self-treated with glucagon shot and bg levels rose to 185 mg/dl however reduced 120 mg/dl when the emergency personal arrived. Patient was seen by a health care professional at the (B)(6) hospital where the patient was diagnosed with hypoglycemia. Patient was treated with "something sugary" and was also provided zofran (dosage and frequency taken unknown) due to patient feeling nausea. Patient was further sent to the (B)(6) hospital for x-ray scans of the head. X-rays scans shown no injuries to the head. Patient was then discharged after midnight on (B)(6) 2017; no further issues were noted.